Event description:
The sales rep reported one of his 10mm intrafix femoral screws broke upon insertion during an acl procedure. He stated the top thread at the proximal end of the screw initially cracked but it caused a small piece to break off into the joint space. The surgeon looked for the screw and delayed the procedure 20-30 minutes and never found the broken piece of the screw. He kept the screw inside the bone hole because he felt he had good fixation. There is no product to be returned for evaluation. This procedure was in (B)(4) and the surgeon felt confident the broke piece was flushed out and because he had proper fixation finished the procedure. Three months later the patient reported an audible clicking in her knee and pain. The patient is now going to be having an MRI to further investigate.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all the information is available and thoroughly investigated and evaluated, a follow-up report will be filed.